Event description:
The customer reported that during a vasoseal es deployment in 1999 the locator was placed in the procedural sheath down into the arteriotomy. The dilator was placed over the locator, but the locator came out of the arteriotomy at this point and the j-segment was missing from the locator. The j-segment was not found on the locator or in the pt. No pt complications were reported.